Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, the device did not fire, the surgeon was not able to press the green button and was not able to squeeze the handle. Nothing was done to resolve the issue. There was no patient injury.